Manufacturer narrative:
The tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 155 mg/dl, and the meter bg reading was 586 mg/dl. Reportedly, multiple bg meters were used for testing bg and the customer did not enter a calibration within 5 minutes of testing bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.